Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. E1: initial facility name: (B)(6).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter. The procedure was completed. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. E1: initial facility name: (B)(6). Block h11: investigation results visual analysis of the returned device revealed that the clip assembly was stuck into the bushing and the first activation had not been performed. The reported event of "clip failure to release from catheter" could not be confirmed during testing, as the device returned in a condition inconsistent with the reported failure. The risk review confirmed that the events "clip failure to release from catheter" and "system stuck" are defined in the risk documentation and are appropriately documented in the product risk review (prr), with these event types accounted for during product risk analysis to support the product's acceptable risk-benefit profile. Based on all available information, the most probable cause was determined to be "adverse event related to procedure," as the device showed signs of soft deployment, which may have resulted from procedural factors such as physician technique, scope positioning, or capsule detachment due to contact with a surface. These factors could have led to misalignment and the clip becoming stuck during retraction. No further escalation is required at this time.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the clip failed to release from the catheter. The procedure was completed. There were no further patient complications reported as a result of this event.